Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited unspecified over-sensing. No intervention was performed, and the patient will be continue to be monitored. The patient was in stable condition.